Manufacturer narrative:
H10: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past three years. It was reported that the product intended to be used for treatment was found to have low adhesion on the film of the dressing. The returned samples were evaluated visually and functionally. Some minor creasing was observed on the film, however, this did not affect the adhesion of the film. All samples adhered to skin without issue. We were therefore unable to confirm a relationship between the event and the device. As with all adhesive products it is important to ensure that the local skin site is completely dry prior to application. Any moisture on the skin make affect the adhesive capabilities of the film. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment after opening the package, it was found creased in film and with low adhesion. A backup device was available.